Event description:
5it was reported that during a follow up in clinic, intermittent loss of capture was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed, and r-wave amplitude variation was also noted on the rv lead. The physician suspected microdislodgment of the rv lead. The rv lead was capped and replaced during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.